Event description:
A customer reported an issue with the touchscreen of their pump, noting that it became unresponsive and the screen went blank, though reconnecting the cartridge temporarily resolved the issue. There was no adverse impact to the customer's blood glucose level reported. Despite attempts to reset the pump, the problem persisted, leading technical support to replace the pump. Meanwhile, the customer opted for multiple daily injections as a backup therapy to maintain insulin delivery.